Event description:
Follow up information received from the patient reported that the shocking just happened and there were no circumstances that led up to the issue. The patient turned the ins down and then off as a step to resolve the shocking. The patient stated that the shocking had not resolved and that it "isn't my only problem". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported having problems with shocking all over her body, all ten toes. She was not able to change therapy programs and had therapy decreased down to 0.10. The patient programmer confirmed that stimulation was off. The stimulation amplitude was currently at 0.0 and turned off. The patient was on program a. The patient programmer appeared to be working as expected. The shocking was noted to be a sudden change in therapy. Additionally, the patient was in a rehab facility and was not able to travel. Patient indication was for spinal pain. Follow-up was performed to determine what steps were taken to resolve the reported event. This event will be updated if additional information is received.